Event description:
Material # 303393 lot # 4114783 it was reported that the bd twinpak caps were not green in color. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached direct material name syringe, 10-ml bd twinpak dual cannula device vendor-batch-no 4114783 vendor-material-no 303393 defect missing green colorant in the bpc protection cap defect quantity entire bd batch ¿ a total of (B)(4) pcs country of origin USA on 22jul2024, during the bd syringe inspection at the site, the manufacturing inspection team observed that the syringe caps in bd batch 4114783 were in translucent white color, instead of translucent green color, per the purchasing specification xxx and per the bd product labeling on the syringes¿ sterile barrier system (sbs) follow-up: customer response on jul 31, 2024 sorry about the confusion on the defect description in the table in the request letter dated 24july2024. The correct description is missing the green colorant in the bpc protection cap. Please see the attached letter for the updated defect description in red. The picture of the defective cap and the other info you requested are in the investigation request letter.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two photos of a 10ml twinpak syringe from batch 4114783 were provided to our quality team for investigation. One photo shows a portion of the top web package with product information included, and the other photo shows the needle with a red colored cap on one side and a clear colored cap on the other side. The condition observed is acceptable per specification deviation. Specification deviation was issued to manufacture the product with colorless caps. The product was evaluated to be acceptable for use. Marketing notifications were sent to impacted customers.

Event description:
No additional information was provided.